Manufacturer narrative:
There is a temporal relationship between the patient events of shortness of breath, hypotension, nausea and vomiting with subsequent hospitalization and the liberty select cycler. There is an allegation against the liberty select cycler that is was not calibrated and was unknown if the patient was receiving adequate dialysis on the liberty select cycler. There is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler, however, the product investigation is not completed at the time of this clinical investigation. It has been documented that the patient was not following her manual exchange prescription. The nausea and vomiting has been a chronic condition since her nephrectomy and also as a result of recent radiation treatment. The patient also has a history of hypotension and takes midodrine for treatment. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience, the patient contact reported that the patient was hospitalized due to shortness of breath, low blood pressure and drowsiness. Follow up with the patient¿s peritoneal dialysis nurse confirmed the hospitalized and that the patient was performing dialysis treatments in the hospital. Additional information was solicited and received. On (B)(6) 2018 the patient contacted her nurse to report low blood pressure (bp) at 90/50 with a pulse of 100. The patient complained of continued intermittent nausea and was informed to drink water and eat something salty, but to avoid gatorade and to use 1.5% delflex for her manual bag during the day. The patient had taken 5 mg of midodrine and was concerned if she could take more. Per the on-call physician, the patient could take 5 mg of midodrine orally for a total of 30 mg per day with doses at least 4-6 hours apart. The pt. Reported a calibration issue on the liberty select. The patient was encouraged to perform manual exchanges throughout the day (2 l each) for a total of 12 l in 24 hours. The nurse was informed that the patient performed a manual exchange, but had only instilled 1 l instead of 2 l. She also reported drinking a lot of gatorade and that her bp was not coming up that much (no values provided). The pdrn advised that the patient was now under dialyzed and strongly urged the patient to go to the emergency room (ER) as she was still short of breath, felt ¿spacey¿ and her bp was not improving. The patient presented to the ER with nausea and vomiting. Per the patient she has felt nauseous and has been having episodes of emesis since her nephrectomy in (B)(6) 2017. There was concern that her pd machine was not working effectively. The patient was also seen by gastroenterology and an upper endoscopy showed duodenitis but no ulcer. A proton pump inhibitor was recommended for twice daily. The records document pantoprazole sodium (protonix) 40 mg tablet twice daily was prescribed. The patient had a hepatobiliary (hida) scan which was negative for acute cholecystitis. An abdominal pelvic ultrasound showed no acute abdominal or pelvic processes. The patient continued to have intermittent episodes of nausea and crampy abdominal pain since admission. The patient was discharged to home (B)(6) 2018 with a prescription for marinol 2.5 mg capsule daily and the protonix.

Manufacturer narrative:
The reported symptom (display brightness problem) was not confirmed with testing. The reported symptom (touch screen problem) was confirmed with testing. Symptom code (no allegation of product deficiency) refers to the customer reported allegation as stated in the complaint data. Code cannot be confirmed or unconfirmed. Information has been documented. An external visual inspection showed no signs of physical damage. Display brightness test passed. Verify touchscreen/keypad failed, touchscreen was not responding properly when pressing on it. Calibrated the touchscreen, and now touchscreen functions as intended. Voltage check passed. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."